Manufacturer narrative:
Evaluation protocol not completed yet.

Event description:
Broken guidewire inside patient, after second run with rotarex the original wire from the set was stuck in the catheter, the catheter and the wire were pulled out of the patient and a new wire 0.018/270cm was placed for a third run. This wire was also stuck in the catheter and broke when pulled out of the patient. The wire was snared from the patient with a medtronic snare, goose neck. Complained is guidewire gw 0.018" 4/270 cm which is part of set rotarexs 6f 110cm. Further information about guidewire 0.018 4/270cm angled: catalogue number: 80234. Lot number: unknown. Expiration date (mm/dd/yyy): unknown. Unique identifier (UDI) number: (B)(4).

Event description:
Complained is guidewire gw 0.018" 4/270 cm which is part of set rotarexs 6f 110cm. More information about this set are following: further information about set rotarexs 6f 110cm: catalogue number: 80219. Lot number: 200789. Expiration date (mm/dd/yyy): 05/04/2023. Unique identifier (UDI) number: (B)(4).